Event description:
It was reported that the patient with this right ventricular (rv) lead complained of severe chest pain, with this lead presenting a drop in impedance measurements when the symptoms started. X-ray imaging showed a possible perforation. It was reported rv pacing reproduce the pain, so it was reprogrammed to minimize the pacing. The patient was scheduled to receive an echocardiogram. No additional adverse patient effects were reported. No further information was available from the field regarding this event.